Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the cannula seal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the cannula seal is returned and evaluated and/or if additional information is received. The cannula seal information cannot be verified through the system log review as there are no logs available for accessories. In addition, a review of the site's complaint history identified no other complaints related to the cannula seal. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that pieces from the cannula seal broke off and fell inside the patient's abdomen. The fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event. The instrument's lot number was not provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, pieces from the cannula seal broke off and fell inside the patient's abdomen. The surgeon was able to retrieve all fragments during the same procedure. The cannula seal is available for return to intuitive surgical, inc. (Isi) for evaluation; however, the fragments are not able to be returned. The customer replaced the cannula seal with a back-up accessory of the same kind and completed the procedure with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.